Event description:
Alleged issue: the md noticed that the clip was broken during suturing. The broken clip was removed and a new one was used. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. A device history record (DHR) review did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.